Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metal poisoning (seriousness criteria medically significant and intervention required) and adverse event ("most of the symptoms went away"). The patient was treated with surgery. Essure was removed. At the time of the report, the metal poisoning had not resolved and the adverse event had resolved. The reporter considered adverse event and metal poisoning to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : metal poisoning, adverse event." Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel like I m going into labour but I m not pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I lost too much blood"), metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to"), seizure ("seizures"), bipolar disorder ("bipolar"), anxiety ("severe anxiety"), nephrolithiasis ("kidney stone") and renal colic ("kidney stone pain feels like a million knives are ripping your inside"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, seizure, bipolar disorder, anxiety, nephrolithiasis and renal colic outcome was unknown and the metal poisoning had not resolved. The reporter considered anxiety, bipolar disorder, genital haemorrhage, metal poisoning, nephrolithiasis, pelvic pain, renal colic and seizure to be related to essure. The reporter commented: 21 implanted. 24 hysterectomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: seizure, bipolar disorder and anxiety, pelvic pain, nephrolithiasis, renal colic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel like I m going into labour but I m not pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I lost too much blood"), metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to"), seizure ("seizures"), bipolar disorder ("bipolar"), anxiety ("severe anxiety"), nephrolithiasis ("kidney stone") and renal colic ("kidney stone pain feels like a million knoves are ripping your inside"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, seizure, bipolar disorder, anxiety, nephrolithiasis and renal colic outcome was unknown and the metal poisoning had not resolved. The reporter considered anxiety, bipolar disorder, genital haemorrhage, metal poisoning, nephrolithiasis, pelvic pain, renal colic and seizure to be related to essure. The reporter commented: 21 implanted. 24 hysterectomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: seizure, bipolar disorder and anxiety, pelvic pain, nephrolithiasis, renal colic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : events added- kidney stone, kidney stone pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal"), genital haemorrhage ("I lost too much blood") and metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant) and metal poisoning (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and genital haemorrhage outcome was unknown and the metal poisoning had not resolved. The reporter considered genital haemorrhage, medical device removal and metal poisoning to be related to essure. Concerning the injuries reported in this case, the following ones were described in social media: metal poisoning, adverse event and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Reporter information were added. Event : I lost too much blood were added. Event deleted "most of the symptoms went away". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant) and adverse event ("most of the symptoms went away"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the metal poisoning had not resolved and the adverse event had resolved. The reporter considered adverse event, medical device removal and metal poisoning to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: metal poisoning, adverse event". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. On 30-oct-2018: upon routine quality monitoring activity, relatedness and incident category for event metal poisoning was amended. Event medical device removal was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I feel like I m going into labour but I m not pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I lost too much blood"), metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to"), seizure ("seizures"), bipolar disorder ("bipolar") and anxiety ("severe anxiety"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, seizure, bipolar disorder and anxiety outcome was unknown and the metal poisoning had not resolved. The reporter considered anxiety, bipolar disorder, genital haemorrhage, metal poisoning, pelvic pain and seizure to be related to essure. The reporter commented: 21 implanted. 24 hysterectomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: seizure, bipolar disorder and anxiety, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received: new events were added .- I feel like I m going into labour but I m not pregnant. Event medical device removal deleted and surgery added to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("I lost too much blood"), metal poisoning ("metal poisoning in my blood and its affecting my heart so I get to"), seizure ("seizures"), bipolar disorder ("bipolar") and anxiety ("severe anxiety"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, seizure, bipolar disorder and anxiety outcome was unknown and the metal poisoning had not resolved. The reporter considered anxiety, bipolar disorder, genital haemorrhage, medical device removal, metal poisoning and seizure to be related to essure. The reporter commented: 21 implanted. 24 hysterectomy. Concerning the injuries reported in this case, the following one was described in patient¿s social media: seizure, bipolar disorder and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events added: seizures, bipolar and severe anxiety. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.